Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture baker grade iii" and "suspected/actual rupture/deflation".

Event description:
Healthcare professional reported via nbir right side "capsular contracture baker grade iii", "suspected/actual rupture/deflation", and "change shape/size/style" . Device has been explanted.